Event description:
It was reported by service report that the motiion interrupt pan was damaged and the head left siderail would not latch. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - timing link; motion interrupt pan.